Event description:
Patient was implanted with a dhs construct on an unknown date. Approximately 2 weeks after the surgery, the dhs construct failed. The plate was posterior and the lag screw was anterior. Patient was converted to a trochanteric fixation nail. The nail cut out 24 hours postoperatively. The nail was then converted to a bi-polar hip. The dhs construct was discarded by the hospital. This is the 2nd of 3 reports submitted on this event. This report documents the primary surgery with the dhs construct.

Manufacturer narrative:
The reported event occurred (B)(6) 2012. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.